Event description:
This ra lead was implanted on (B)(6) 2009. A call placed to technical services on (B)(6) 2018 stating that on (B)(6), none sustained ventricular tachycardia was showing noise on the rv lead. The following physician was dr. (B)(6) at cardiology associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).